Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call that they went to emergency room due to high blood glucose on unknown date with blood glucose level was 600 mg/dl. Customer experienced symptoms such as vomiting. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis.